Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities: 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was almost out of the urethra and when inserted, there was blood in the drainage bag. It was noted that the patient had been using the product less than 90 days. No medical intervention was reported. Per customer via phone on (B)(6) 2021, it was stated that while the foley catheter was inserted, the customer felt it popped and then there was a lot of bleeding. It was stated that the customer went to doctor and they placed a new foley catheter and did a thorough examination. There was no medication required. It was also stated that a statlock was being used and the swivel clip came off of the mounting pad. Customer stated it only had adhesive on half of the disc and this occurred only about 1 hour into use. As per the follow up to the customer on (B)(6) 2021, the patient felt that the foley balloon popped which caused ¿major bleeding¿ and ¿lots of pain¿ and the patient had to go to the hospital for a few days. Then the patient stated that the next catheter was used and had a pinhole which caused leaking. Per additional information on 13oct2021, it was reported that the nurse put the statlock and 2 hours later the clip popped off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was almost out of the urethra and when inserted, there was blood in the drainage bag. It was noted that the patient had been using the product less than 90 days. No medical intervention was reported.